Event description:
It was reported that patient experience over stimulation. It was noted also that the patient notice increased of pain and getting worse every day. The patient went to emergency room and was given medication. The patients device was reprogrammed successfully and patient was doing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately last weekend from date manufacturer was made aware.